Event description:
It was reported that when the device was used during a rectum procedure, five days post-operatively, the anastomosis had leakage. Reoperation was necessary. No further info is currently available.